Event description:
It was reported that bd max¿ system, bd max¿ instrument positives occurring even on blanks. No injuries occurred. The following information was provided by the initial reporter: positive occurrence even in blank run after cleaning

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing a suspected false positive result for a blank sample ran after cleaning. A bd field service engineer (fse) was dispatched to the customer site where they performed decontamination of the instrument. This complaint is unconfirmed as there was no confirmed part failure identified with the instrument and the issue alludes to environmental contamination. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege a failure of the instrument and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
PMA/510k info: k111860, k130470. Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument positives occurring even on blanks. No injuries occurred. The following information was provided by the initial reporter: positive occurrence even in blank run after cleaning.